Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module with drive pcb. In addition, we the technician confirmed that the angle wire fluid damage, the insertion flexible tube fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the ccd module with drive pcb fluid damage, the light guide cable fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the lcb distal cover glass cracked, the air nozzle clogged, the angle wire corroded, the control body corroded, the lg connector corroded, the nozzle gluing missing, the distal body worn out, the insertion flexible tube lump/wave, the operation channel (primary) resistance, the suction channel kink, and the angulation down angulation decrease; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown.there was no report of patient harm.video image failure (blackout ).